Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The complaint was confirmed by failure analysis. The probable root cause is attributed to the manufacturing process.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted chest anastomosis esophagectomy transthoracic surgical procedure, the synchroseal would not open the jaws. The instrument would not open outside or with the external grey mechanism to open it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior or use and no damage was noted. The surgeon was dissecting peritoneal tissue when the issue occurred. There was no system fault. The instrument stopped working; the jaws were not open or closed. There was no adverse event. There was no tissue removal or bleeding. There were no images or video recordings available for isi review.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis partially confirmed initial findings. The instrument grips did not open when the grip open lever was pressed, but the grip ring was not dislodged. The jaw cover was removed, and it was noted that the grip drive pin was broken. The two halves of the broken pin were lost during handling while performing advanced failure analysis. An advanced failure mode analysis (afma) was completed to investigate the root cause of this failure. Because of low number of samples available, the results from the analysis were inconclusive and a definitive root cause could not be determined.

Event description:
Refer to h11 for follow-up information.